Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl. After troubleshooting, the customer thought the infusion set site was a possible cause of the occlusion and it was changed. A bolus via the pump was delivered to address the bg level. The bg level had lowered to 287 mg/dl. As the supplies had been changed, tandem technical support was unable to perform a system check to confirm if the site was the cause of the occlusion.